Event description:
It was reported that during a right femoral approach, the filter legs would not release from the catheter. Doctor properly positioned the delivery catheter 1cm below the lowest renal. He deployed the dome and continued to deploy the legs. However, the legs would not release from the catheter. The filter did finally release right above the iliacs, but not at the targeted location. No further complications were reported.